Event description:
It was reported that a male pt experienced anaphylactic shock with a drop in blood pressure and loss of consciousness following a colonofiberoscopy procedure. The pt was hospitalized and recovered from the event. The pt also had a gastroscopy performed (date not specified) without an adverse event. The pt subsequently received allergy testing to determine the causative trigger to the event. Patch tests were performed using disopa, flunitrazepam, ultrasound echo jelly, latex, and dimethicone. The only positive result for the patch test was to disopa. Disopa diluted 1:10 was positive, and disopa diluted 1:100 was negative. The colonoscope and gastroscope were processed in an aer with disopa.